Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 12-mar-2020.

Event description:
The customer reported battery failed alarm occurred. There was no patient involvement.

Manufacturer narrative:
G4: 15may2020. B4: 18may2020. The service technician found "check vent" internal battery failure occurred due to the deterioration of the lithium-ion battery. The battery testing was out of conformance. The service technician also found the power cord was deformed. The service technician replaced the lithium-ion battery and power cord. Overall checking, cleaning, and a function test were performed. After testing, the unit is now back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.